Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. A12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, upon insertion to the narrow blood vessel, the device was caught and was broken. No patient complications were reported and the patient's status was stable.